Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose levels ranging between 357-430's mg/dl. The customer alleged the bg levels were caused by the pump failing. A system check was performed and it was found that the pump time was incorrect by a couple minutes due to customer setting up the wrong time on the pump. Additionally, it was observed that the cartridge tubing was discolored. Tandem technical support advised the customer to perform a cartridge change to address the issues.